Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the guidewire became stuck. Upon inspection, the wire was not kinked and there was no visible tissue. The catheter was replaced, and the procedure was completed without patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.